Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but not verified to an assembly once the product was disassembled during trouble-shooting. The device was put through extensive testing without duplicating the malfunction thereafter. The device's monitor board and lcd cable assembly were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display intermittently blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.